Event description:
The customer reported via phone call that her blood glucose is very high at 423 mg/dl. Customer took 6.5 units after lunch and stated that her blood glucose should have come down. Customer had lunch about 3 hours ago. Customer took her blood glucose about 10 minutes ago and it was 423 mg/dl. Customer stated that this is the first time that this has happened before. Customer tried to bolus with the pump 3 hours ago. Customer's current blood glucose was 473 mg/dl. Customer treated with a manual injection. Customer stated that there was an appearance of a knot in the tubing. Customer declined to check their settings. The pump passed the high pressure test. Customer will monitor her blood glucose and will check with her health care professional regarding a settings adjustment as she is new to the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).